Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm and they allege insulin pump was under delivering. The customer blood glucose level was 25 mmol/l the time of incident. Customer reported that the drive support cap appears normal. Customer reported that they experienced high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer experienced symptoms such as thirst and feels like peeing. Customer treated with needle. The customer was assisted with troubleshooting and declined for high blood glucose. The device will not be returned for analysis.